Event description:
It was reported that customer experienced cgm error and needed help restarting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to reset pump, completed pump reset without further cgm errors, and successfully started new sensor session.